Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
A malfunction alarm occurred, identified as malf 6, with a fault ID of 0x277d. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and the customer successfully performed the reset, with no recurrence of the malfunction code afterward. The customer was able to continue using the pump.